Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test and self-test. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to receiving pump error 38 while testing. All buttons function properly. Successfully downloaded history files and traces using thump. No alerts/alarms/anomalies noted during testing. Pump error 43 was found in the history files on 07/21/2025 07:13:04.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Unable to confirm device test failed due to receiving pump error 38 while testing. Pump error 43 was confirmed due to moisture damage to motor. Stuck button error alarm did not occur during testing. No stuck button alarm was found in the history file. Stuck button error alarm was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per pump history. Unexpected battery power loss was not confirmed. Pump error 38 was confirmed due to moisture damage to motor. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), replace battery alert, keypad anomaly, could not complete pump displacement test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error. The customer was able to clear the error and complete the rewind process, but the pump did not pass the displacement test. Troubleshooting was not performed for replace battery now alarm and keypad anomaly/stuck button alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.